Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a battery failure. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and found "battery maintenance due" on user screen. While performing a battery maintenance, the fse noticed the batteries failed after 128 min. The fse replaced batteries (B)(6) and unit passed all functional and safety tests per factory specifications.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a battery failure and the unit state message "battery maintenance due" on user screen. There was no patient involvement.